Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement procedure due to pain and discomfort. The patient was doing well postoperatively. The explanted device was not returned per facility policy.

Event description:
It was reported that the patient underwent ipg replacement procedure due to pain and discomfort due to lack of therapy. The patient's ipg was also difficult to charge. The patient was doing well postoperatively. The explanted device was not returned per facility policy.

Manufacturer narrative:
Correction to the initial MDR in blocks b1, b5 and h6.